Event description:
A single right femeroal artery lesion was delivered to the superior aspect septum (anterior). Repeated programmed stimulation was also performed and no slow clinical "vt" was observed. Pt suddenly developed hypotension and suffered a cardiac tamponade. Despite prolonged resuscitation efforts, the pt went into cardiac arrest and subsequently expired.